Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had increased shortness of breath and dizziness. A 4 dimensional computed tomography (4d CT) showed a new moderate (70%) thrombotic stenosis of a 9cm segment of the proximal outflow cannula of the left ventricular assist device (lvad), new left arterial enlargement, significantly increasing left ventriculomegaly which was marked in degree, possible 1 cm pseudoaneurysm of the inferior edge of the left ventriculostomy, and no other significant change. On (B)(6) 2022, it was noted that the pump speed was incrementally increased from 5500 revolution per minutes (rpms) to 8200 rpms over a 30 minute time period and then incrementally reduced to 5700 rpms over a 30 minutes time period.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an extrinsic outflow graft obstruction was unable to be confirmed through evaluation of the submitted images. Additionally, a direct relationship between the device and the reported patient conditions could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022 to (B)(6) 2022. The pump operated as intended at the set speed for the duration of the log file. Of note, the controller periodic file captured stable flow over time. The submitted log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The current version of the heartmate 3 lvas instructions for use (IFU) contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were no changes to patient condition or anticoagulation status that may have contributed to the thrombus as the patient's international normalized ratio (inr) at home was stable and they have been compliant with their medications. The patient was then admitted with worsening fatigue, shortness of breath and low flow alarms. Transthoracic echocardiogram (tte) ramp was done with minimal decompression at 8000rpm. The 4d CT with stenosis of proximal outflow cannula was thought to be secondary to twisting instead of extrinsic compression (low suspicion of thrombosis). On (B)(6) 2022, the patient underwent excision of a portion of the strain relief and release of outflow external fluid collection was performed without any complications. Guideline directed medical therapy (gdmt) and anticoagulation were to be resumed and the patient was to be monitored for new signs and symptoms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.